Event description:
On (B)(6) 2012, pt reported that she had hyperglycemia and was throwing up due to a leak of insulin in the infusion device system. Pt did not wish to troubleshoot at that time. F/u was completed on (B)(6) 2012, and pt reported insulin leaked from the cartridge into the infusion device on (B)(6) 2012. She poured the insulin out of the infusion device and changed the cartridge, and the new cartridge leaked as well. The infusion device provided e4 occlusion errors during the event. The infusion headset is changed every 3 days and the tubing every 7 - 10 days. The adapter is not changed very often, and she occasionally reuses cartridges. Pt was advised on the MFR recommendations. The cartridges that leaked insulin were not reused. Pt takes injections instead of delivering boluses because the infusion cannula leaks insulin after 2 days of use. She stated, this is due to scar tissue. Pt had increased her basal rates on (B)(6) 2012, and her blood glucose was 450-475 mg/dl on (B)(6) 2012. She delivered an injection and was able to decrease her blood glucose to 200-300 mg/dl. Her normal blood glucose is 100-120 mg/dl. Pt reported, she has bi-polar disorder and had been depressed, and this affected her blood glucose. The infusion set, cartridge, and adapter were discarded and will not be returned for eval. The infusion device was replaced and requested for eval. Pt was sent complimentary adapters and infusion sets. The pt did not require treatment from a health care professional or secondary party to address the issue.